Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in australia. Through follow up communications, hospital confirmed adherence to the instruction for use (IFU) for routine cleaning, which is performed fortnightly using sodium hypochlorite 12.5%. However, daily monitoring of hydrogen peroxide (h2o2) concentration is not being conducted, as test strips could not be located. The device is stored filled with water to ensure readiness for emergency use, but h2o2 levels are not checked during periods of non-use, including weekends. H2o2 is added when water is replaced every seven days, in line with IFU requirements. The hospital does not use reusable blankets and employs a disposable pall-aquasafe water filter with a 0.2 ¿m membrane for tap water. Surfaces and water circuits are not disinfected prior to initial operation or storage, although device surfaces are disinfected after each operation. The 3t aerosol collection set is replaced within the prescribed usage period. During use, the device is positioned inside the operating theatre, with the fan oriented away from the sterile field at an estimated distance of 2¿3 meters, tilted away from the patient. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler resulted positive to gordonae bacteria on both patient and cardioplegia tanks. Lab results were provided. There is no report of any patient injury.